Manufacturer narrative:
Batch review performed on 25 february 2019: lot 162182: (B)(4) items manufactured and released on 25-may-2016. Expiration date: 2021-05-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery after 2 years and 2 moths from the primary due to pain caused by a loose tibial tray. The tibial tray, tibial insert and femoral component have been revised. The surgery was completed successfully.